Event description:
The planning station's printed plan report may indicate dose statistics which are not correct. Treatments internal to tomotherapy's hi-art treatment system are not approved based on printed plan report dose statistics. However, if erroneous dose statistics were provided to third parties to guide therapy in re-treatment situations, improper therapy could result.

Manufacturer narrative:
Method: software code review performed. Conclusions: not typical workflow.